Event description:
It was reported that injector luer lock n35c multipack leaked at the luer lock. The following information was provided by the initial reporter: "it was reported that the phaseal injector disconnected from the alaris tubing. Event description per attached email states: I am not comfortable sharing hippa protected patient information via email or without organizational approval. 2 most recent events occurred within hours of each other on (B)(6) 2019 the equipment involved is in chemotherapy bags in my office. I was told to keep it and someone would pick it up. Pharmacy may be able to supply lot numbers, etc. Both were infusing, both were continuous infusions, I don't know the exact rates (this will be on the bags in my office) but usually our continuous rates are less then 75cc/hr. One was epoch, cant remember the other drug. As far as harm: both resulted in chemotherapy spills and anytime a line becomes disconnected this is an open line and places the patient at risk for a central line infection. The above disconnections occurred where the primary tubing luer lock connects to the blue phaseal. These are connected in our pharmacy at the time of preparation. Customer will not provide patient identifiers and no samples are available. See related pr, 1272408, for complaint capturing "numerous events" on unknown date. This pr captures both occurrences on (B)(6) 2019."

Manufacturer narrative:
The following fields were updated with corrections: g.4. Date received by manufacturer: 2019-11-21.

Manufacturer narrative:
H.6. Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that injector luer lock n35c multipack leaked at the luer lock. The following information was provided by the initial reporter: "it was reported that the phaseal injector disconnected from the alaris tubing. Event description per attached email states: I am not comfortable sharing hippa protected patient information via email or without organizational approval. 2 most recent events occurred within hours of each other on (B)(6) 2019 the equipment involved is in chemotherapy bags in my office. I was told to keep it and someone would pick it up. Pharmacy may be able to supply lot numbers, etc. Both were infusing, both were continuous infusions, I don't know the exact rates (this will be on the bags in my office) but usually our continuous rates are less then 75cc/hr. One was epoch, cant remember the other drug. As far as harm: both resulted in chemotherapy spills and anytime a line becomes disconnected this is an open line and places the patient at risk for a central line infection. The above disconnections occurred where the primary tubing luer lock connects to the blue phaseal. These are connected in our pharmacy at the time of preparation. Customer will not provide patient identifiers and no samples are available. See related pr,(B)(4), for complaint capturing "numerous events" on unknown date. This pr captures both occurrences on (B)(6) 2019."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that injector luer lock n35c multipack leaked at the luer lock. The following information was provided by the initial reporter: "it was reported that the phaseal injector disconnected from the alaris tubing. Event description per attached email states: I am not comfortable sharing hippa protected patient information via email or without organizational approval. 2 most recent events occurred within hours of each other on (B)(6) 2019. The equipment involved is in chemotherapy bags in my office. I was told to keep it and someone would pick it up. Pharmacy may be able to supply lot numbers, etc. Both were infusing, both were continuous infusions, I don't know the exact rates (this will be on the bags in my office) but usually our continuous rates are less then 75 cc/hr. One was epoch, cant remember the other drug. As far as harm: both resulted in chemotherapy spills and anytime a line becomes disconnected this is an open line and places the patient at risk for a central line infection. The above disconnections occurred where the primary tubing luer lock connects to the blue phaseal. These are connected in our pharmacy at the time of preparation. Customer will not provide patient identifiers and no samples are available. See related pr, 1272408, for complaint capturing "numerous events" on unknown date. This pr captures both occurrences on 11/15/2019."